Manufacturer narrative:
(B)(4). According to the product analysis lab at baxter on (B)(4) 2011, the event history did not have any failure codes noted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 810:04 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.